Event description:
A customer reported to beckman coulter (bec) that they observed a fluid on sample tube caps after being off-loaded from the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the incident. No exposure or injury occurred due to the leak. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse replaced several hardware components: vacuum valve, shuttle, seal and wash valve. Per the fse, the primary failure mode was the vacuum valve since no vacuum was observed. The fse also confirmed there were no errors or flags generated by the instrument to alert the customer about the instrument issue. The cap piercer leak was due to loss of vacuum from vacuum valve. (B)(4).